Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high bipolar and unipolar impedance and a unipolar lead warning was triggered. A rise in the lead impedance trend was noted and a polarity switch occurred. A change to the impedance range is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead polarity was switch back to bipolar.